Event description:
It was initially stated that the screen was frozen on the insulin pump and also stated there was a crack on the screen. The mother then stated she would be taking the customer to the hospital for treatment due to the insulin pump not responding. The blood glucose reading was 200 mg/dl during the phone call. The customer's mother confirmed, on another phone call that the customer was indeed hospitalized for diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding screen. Unable to test for the frozen screen anomaly due to the cracked and bleeding screen.